Manufacturer narrative:
(B)(4). Verified item lot combination and reviewed manufacturing date as returned item # 42517400810 lot # 62203397 exhibits signs of repeated use and the posterior of the condyle feature from the medial side has fractured off all pieces were not returned reference photographs. The device history records for item # 42517400810, lot # 62203397 & receiving inspection report for item # 42517450810, lot # 80535210 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of the CAPA (B)(4) design update. Medical records were not provided. CAPA (B)(4) investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. CAPA (B)(4) was previously initiated to further evaluate the reported event.

Event description:
It was reported through the worn instrument return form that the tasp fractured.